Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture at the maximum output. An x-ray was performed, and no evident change in the lead position was observed. Although microdislodgement was suspected. Surgical intervention was performed and this lead was explanted, replaced, and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.